Manufacturer narrative:
One device was returned for investigation. It was reported that could not confirm customers complaint of ¿upstream occlusion error¿. While performing pci ¿upstream occlusion sensor test¿, the pump passed. Updated software. Performed dso/uso sensor calibration. Performed pvt, unit passes all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was upstream occlusion error. The event occurred during self test.